Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure the tip of the guidewire detached into the patient's bile duct. No attempt was made to recover the tip and it naturally migrated out from the papilla. The physician has no concerns regarding the detached piece. The procedure had been completed with the device and no patient complications were reported. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that only 13cm of the distal section of the guidewire was returned. It was confirmed that the correct guidewire was returned for investigation. The returned section of the guidewire was examined and it was noted that there was a bend in pebax section. Additionally, a fracture analysis concluded that the separation site exhibited two planes and presented a shaved appearance with mechanical cut marks suggesting a mechanical cut. No material anomalies were found and it was determined that the fracture had occurred due to a mechanical cut event. It is possible that unstated procedure and possibly clinical factors may have contributed to the guidewire detached/separated, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident.

Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure the tip of the guidewire detached into the patient's bile duct. No attempt was made to recover the tip and it naturally migrated out from the papilla. The physician has no concerns regarding the detached piece. The procedure had been completed with the device and no patient complications were reported. The patient's condition has been described as stable.

Manufacturer narrative:
Although the patient's exact age is unknown, it was reported that they are over 18 years of age. (B)(4) for the reported event of tip detachment. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.